Event description:
As reported, the atraumatic tip of a 6/7f mynx control vascular closure device (vcd) but it did not enter the sheath. Therefore, the product wasn't available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used in a percutaneous coronary intervention (pci) procedure with retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no vessel tortuosity, and the patient¿s bmi was not greater than 40 kg/m2. The access site vessel was not tortuous. A 6f non-cordis sheath was used. No excess force was applied during insertion. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. The device will be returned for analysis.

Manufacturer narrative:
As reported, the atraumatic tip of a 6f/7f mynx control vascular closure device (vcd) but it did not enter the sheath. Therefore, the product wasn't available, and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used in a percutaneous coronary intervention (pci) procedure with retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no vessel tortuosity, and the patient¿s body mass index (bmi) was not greater than 40 kg/m2. The access site vessel was not tortuous. A 6f non-cordis sheath was used. No excess force was applied during insertion. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was closed, and a cordis mynx syringe was attached to the unit. The sealant was partially exposed but remained in its manufactured position on the delivery shaft. A frayed/split/torn condition was observed with the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A dimensional analysis to measure the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was measured, and was within the defined specification. The measurement was obtained using a calibrated ruler. A functional test to evaluate the insertion and withdrawal into a lab sample csi could not be performed as the frayed/split/torn condition of the sealant sleeves prevented insertion into the sheath. A simulated deployment test was performed to assess overall device functionality. The unit functioned as intended: the tension indicator aligned properly after pulling the distal tip, the sealant deployed, and the balloon retracted. Button 1 and button 2 were depressed in the instructed sequence without issue. A high-magnification microscopic evaluation was performed to examine the sealant and sleeves. The previously observed frayed/split/torn condition and partial sealant exposure were confirmed. Compatibility verification with the sheath per device IFU could not be completed due to the absence of a returned csi. Additionally, the insertion/withdrawal simulation using a lab sample was not possible because of the frayed/split/torn condition on the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.